Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available for evaluation and has been received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report of a connection issue with a cassette before use. The home patient (hp) stated that he tried to connect the set but did not succeed in connecting the tubing. The hp noticed that there were kinks on the tubing to the supply bag at 5 cm distance from the connection. No additional information is currently available.

Manufacturer narrative:
(B)(4). Sample was received and evaluated and visually inspected. This report of a connection issue was not confirmed in the lab, and the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.